Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to a intracerebral brain hemorrhage (ich). The patient's death was thought to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) via emergency medical services (ems). Ems stated when they arrived on scene the patient was unresponsive and was moaning when their spouse would talk. The patient's blood glucose level was 199 mg/dl. The history of present illness was limited due to the patient being unresponsive. The course of symptoms was worsening and the patient expired.